Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that b30 error occurred because communication failure occurred due to a faulty cable unit. It was noted that the phenomenon, ¿b30 error¿, indicates scope communication error, and this error occurs when communication with an endoscope is not available. The cable was found broken due to water immersion caused by a leak from the damaged connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the video connector was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had a b30 scope communication error. The issue was found during a routine checkup and did not involve a procedure or a patient. There were no reports of patient harm associated with the event.